Event description:
The mount is loose on the handpiece. This was discovered during setup for a case. There was no patient involvement. A second handpiece was used for the case.

Manufacturer narrative:
Evaluation summary: the reported non-conformance has been confirmed. The hand piece was returned with a loose mount and a cracked nose cone. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a collapsed acoustic isolator were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.